Manufacturer narrative:
Based on the claim against the product by the customer noting piece dislodged, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the catheter involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that a piece dislodged inside the catheter, the customer tried to remove but it was just stuck inside the catheter during a da vinci assisted procedure. At this time it is unknown what caused the piece to become dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer noticed a piece dislodged inside the catheter, it did not go inside the patient. The customer tried to remove but it was just stuck inside the catheter. The diagnostic procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the catheter associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of torn liner to be related to the customer reported complaint. The in-house zibra vision probe was inserted through the shaft for inspection and the ID (internal diameter) was found to have a torn liner. The torn liner measured approximately 5.5 mm from the distal tip. The liner damage was visible when an external visual inspection of the distal tip was performed. The torn liner was still intact with the rest of the internal liner and no missing pieces were observed. The root cause of this failure is typically attributed to mishandling/misuse. Failure analysis found the secondary failure of failed continuity test to be related to the customer reported complaint. As a result of the liner damage, the continuity leak test was performed and failed with a leakage too high reading. The catheter was retested and failed during full test on both attempts. The od (out diameter) test was performed and passed. The ID (internal diameter) test was performed and failed. Bubbles were surfacing approximately 5.5 mm from the distal tip, indicating a leakage too high failure during the continuity test. Fibers were inspected using the exfo scope and fibers appeared to be smooth with no signs of damage. The root cause of failed continuity test is attributed to a torn liner.

Event description:
Refer to h10/h11 for follow-up information.